Event description:
A customer reported that the low glucose alarm did not trigger from the adc device. The customer was not notified of changing glucose levels when they felt hypoglycemic and lost consciousness. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader mcga346-j3139 has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. Analysis of glucose value graph was performed . All alarms presented were for glucose values below of the threshold range. Therefore this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported that the low glucose alarm did not trigger from the adc device. The customer was not notified of changing glucose levels when they felt hypoglycemic and lost consciousness. No additional information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the low glucose alarm did not trigger from the adc device. The customer was not notified of changing glucose levels when they felt hypoglycemic and lost consciousness. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader mcga346-j3139 has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. Analysis of glucose value graph was performed . All alarms presented were for glucose values below of the threshold range. Therefore this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submittedthis serves as a correction report. Section d9 (date returned to mfg) was incorrectly documented in the #1 follow up report. The correction has been made here.